Manufacturer narrative:
B 5. Describe event or problem, f10 health effect - impact code, h6 type of investigation; corrected data; supplemental 01 inadvertently omitted information known prior to submission.

Event description:
Patient had lead revision surgery. The explanted device has not been received to date.

Event description:
It was later reported that the surgery was full revision and not just lead revision. The explanted lead has been discarded. No other relevant information has been received to date.

Event description:
It was reported that patient was seen with high impedance following a trauma event. Xray images were taken and noted that no abnormalities were found in the xrays. Patient is referred for revision surgery. Information was later received that the trauma event was a fall. The physician is unsure if the fall caused the high impedance. Xrays were internally reviewed and the cause of the high impedance cannot be determined form the images provided. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
D4. Model #, e1 1. Name and address ¿ zip/postal; corrected data; initial MDR inadvertently entered incorrect information.